Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that at least a week and a half ago was diagnosed with a vaginal infection and is being treated. Patient said that the healthcare provider told her to contact patient services for assistance in making an adjustment as the setting is very low and patient doesn't feel stimulation when she goes to the bathroom. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. Reviewed that the adjustment can't be done remotely and that the patient needs to connect to their implant in order to make the adjustments. Patient services offered to review the steps however patient declined said is afraid that might make a mistake. The patient was redirected to their healthcare provider to further address the issue. Patient disconnected call at this time. Unable to gather physician information or ask additional questions as patient disconnected. Email was sent to field notifying them of the situation. (Con): additional information was received from the patient on 2024-12-20 they reported that patient requested assistance making a therapy adjustment. Patient stated they couldn't pee well and had talked to "(B)(6)" and were told to call ps. Patient stated they are peeing a little bit and there is pain when they pee. Patient stated they took out 300cc from bladder. Patient stated hcp told them the "wires" might be "loose". Agent unable to determine what was meant by this. Patient was able to connect to ins and increase stimulation to a comfortable level during the call. Redirect to hcp if issue persists.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2vltg; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.